Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. It was also reported that another device was explanted. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of approximately 45 months, due to mitral insufficiency and sam. Per the operative report (2009), "this patient has previous quadrangular resection of p2 and a sliding plast of the posterior leaflet, but had severe residual insufficiency and sam."